Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (displayed service code 204 - belt unusable) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent open along the white (drvn gnd) and blue (can l) wires in the trunk cable. The cause for the test failure is the open wires. The root cause for the open wires was excessive force on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient received a service code.